Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year, 4 months, 4 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve presents stenosis with the outflow appearing to be 'grossly deformed', resulting in the av gradient of 120mmhg while in surgery for mitral valve replacement. After recent workup, the sapien 3 ultra valve was dilated with a 20mm balloon, and then a 22mm balloon, reducing the gradient to 60-70 mmhg. The patient underwent a successful valve in valve procedure with a 23mm sapien 3 ultra resilia valve. There was no paravalvular leak, no ppmi, and echo report showed the gradient was 0 post implant.

Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Imagery was provided by the facility, and the following was observed: deployed valve appeared non circular or deform from outflow. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for stenosis and valve damage were confirmed based on the provided imagery. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 1 year, 4 months, 4 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve presents stenosis with the outflow appearing to be 'grossly deformed', resulting in the av gradient of 120mmhg while in surgery for mitral valve replacement. Based on imaging evaluation, valve appeared non circular in shape or deform from outflow. In additional noted, 'after initial tavr, pt subsequently underwent surgical mvr, where it appears that the 23mm thv was grossly deformed during surgery, specifically the outflow which contributed to high av gradient approximately 120 mmhg. In this case, the sapien 3 valve at the aortic position was damaged due to the surgical intervention at mitral position with surgical mitral valve replacement. As such, available information suggests that procedural factors (surgical mitral valve replacement) may have contributed to the complaint event. Per reported information, the high aortic valve gradient (120 mmhg) was observed after the surgical mitral valve replacement, so the damaged or deformed aortic valve (sapien 3) could lead to suboptimal leaflets coaptation of valve and resulting in increased gradient or stenosis as reported. As such, available information suggests that procedural factors (valve damaged from smvr) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.